Manufacturer narrative:
The specific upn and lot number was not reported; therefore, the manufacture date and expiration date are unknown. (B)(4). Literature source: fabbri, carlo, et al. "A rare adverse event resulting from the use of a lumen-apposing metal stent for drainage of a pancreatic fluid collection:¿the buried stent¿." Gastrointestinal endoscopy 82.3 (2015): 585-587. Doi: http://dx.doi.org/10.1016/j.gie.2015.04.035 the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific corporation became aware of an event through a letter to the editor entitled ¿a rare adverse event resulting from the use of a lumen-apposing metal stent for drainage of a pancreatic fluid collection: ¿the buried stent¿¿ written by carlo fabbri, et al. According to the article, the patient was implanted with a 15-mm axios stent during an endoscopic ultrasound-guided drainage procedure to treat a large symptomatic pancreatic fluid collection (pfc) on an unknown date. One month after placement, the patient underwent an endoscopy procedure to remove the stent after repeat imaging revealed that the pfc had resolved. However, during the endoscopy, the stent could not be found in the gastric lumen, and an orifice was noted in the middle of a small bulge of gastric mucosa. The orifice and fistula tract were cannulated and dilated with a pneumatic balloon, and the extremity of the stent embedded in the gastric wall was identified. The stent was then removed using rat-tooth forceps. The patient was discharged after 24 hours of observation.